Manufacturer narrative:
Medical records were provided and reviewed. It would not be unreasonable to find poly material wear after the length of time reported as implanted. It was also previously reported that the depuy device was implanted with a competitor manufactured femoral head. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. It has also been reported that the depuy device was implanted with a competitor manufactured femoral head. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states the patient was revised for osteolysis and poly wear.